Manufacturer narrative:
The percutaneous pin was returned to the manufacturer for analysis. Analysis found that the tip of the perc pin was found to be twisted and broken off. Tool marks were also visible at the back end. Analysis found that the reported event was related to physical damage.

Manufacturer narrative:
No part has been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at the time of filing. UDI not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that upon completing a case, the surgeon was not able to loosen the perc pin. A slap hammer was used in an attempt to loosen the perc pin, which resulted in the post being broken off the side of the perc pin. Using a vice grip the surgeon used twisting motions to remove the pin. During this process the pin broke apart near the tip, and the tip of the pin remained in the patient. It was reported that the patient was affected. Follow-up surgery has not been scheduled for further correction. There was a reported delay to the procedure of less than 1 hour due to this issue.